Manufacturer narrative:
The previous follow up report should've been sent as a correction report with 09-14-2020 as the aware date.

Event description:
Information was received indicating that a smiths medical pump was alarming "no disposable, clamp tubing" when a cassette was attached. There was no patient injury. There were no reported adverse events.